Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was having issues with this artificial urinary sphincter (aus) as it was not working, and he was experiencing incontinence. Two weeks later, a revision surgery was performed in which the balloon was explanted and replaced because a hole had caused a fluid leak. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned pressure regulating balloon (prb) underwent a thorough analysis. The balloon was visually examined and microscopically tested. A large slash approximately 20mm in length was identified running crosswise along the balloon shell. The edges of the slash were smooth and consistent with sharp instrument/tool damage. No other damage or irregularities were identified. The balloon was not leak or functionally tested due to the identified hole. Based on the information available and analysis results, the hole identified in the prb could have caused or contributed to the reported clinical observation of fluid leak.

Event description:
It was reported that the patient was having issues with this artificial urinary sphincter (aus) as it was not working, and he was experiencing incontinence. Two weeks later, a revision surgery was performed in which the balloon was explanted and replaced because a hole had caused a fluid leak. No further patient complications were reported.